Event description:
Began leaking urine after instillation of axonics neurostimulator on (B)(6) 2025. Urine leakage was not a problem prior to instillation. Urine leakage is constant, does not fall under current categories of diagnosed incontinence, and is still unexplained six months later. Still waiting for device removal to see if symptoms will improve. Installing doctor refused to help with the issue and referred me to another physician. Multiple specialist visits later and there are still no answers. Axonics representative has stated that the device cannot help with the leakage. Multiple axonics representatives have stated they had not heard of this issue. No help has been offered by either axonics or the installing physician.